Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user encounter that white smoke was coming from drawer. There were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user reported that smoke was coming from drawer. A field service engineer turned on the station and investigated a reported burning smell but found no signs of thermal damage or burnt components. All drawers, cubies, solenoids, controller boards, retractor bands, and cables were inspected and confirmed in good condition. Pharmacy staff performed a second visual check with no issues found. After consulting technical support specialist, pyxis was cleared for release to the unit. Hardware test application tests were run on all drawers and subcomponents, passing successfully. Customer inventory checks revealed no problems, and a follow-up call confirmed no smoke or burnt smell. The system functioned as intended after the field service engineer repaired the device.